Event description:
The following descriptions of the event and the condition of the pt was reported to viasys by the user facility via a phone conversation, copied from a letter from the user facility that was in response to a letter sent requesting additional info and from the maude event report received from the FDA. "Unit went vent inop on pt. Unit stopped cycling, continuous alarm sounded. Pt's o2 saturation dropped. Vent was swapped out by rt, pt o.k. - no injury reported. Vent settings: volume a/c, rate = 30 bpm, tidal vol = 500 ml, flow = 80 lpm, peep = 7 cmh2o, fio2% = 55%." "Ventilator was alarming. Respiratory therapist & rn noted pt was in distress. Ventilator could not reset or alarm canceled. Pt's o2 sat dropped to 62%. Respiratory therapist bagged the pt until another ventilator could be obtained. O2 sat increased back to 100%. No adverse effect to the pt." "[Staff] responded to continuous alarm, vent not cycling failed to respond to any commands. Vent failed 2007 [patient] placed on another vent, withdrawal of life support done about 6 days later pt expired. Withdrawal was unrelated to vent failure."

Manufacturer narrative:
A return goods authorization (rga) number was issued to the user facility for the return of the alleged faulty device for eval. As of the date of this report the alleged faulty device has not been received.